Event description:
Patient reported earlier today (B)(6) 2022) she had a no disposable pump error with the cassette she was using and changed out her cassette. Patient was able to resume infusion with no issues. She does not have that cassette to send back and was unable to provide lot number/expiration date for that cassette. Patient is saying she has no symptoms and pharmacy will be sending replacement cassettes. Pump return tracking information is not applicable to this event photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette device available for investigation? No. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes was the patient able to successfully continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? What is the outcome of the event? Ongoing, resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.